Manufacturer narrative:
(B)(4) h6: health effect - clinical code - e2010 needle stick/puncture labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, inflammation, infection, and pain underneath sensor pod area only. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication, sulfameth / trimethoprim, after beginning (B)(6) 2024. At the time of follow up, the patient was already fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.